Event description:
Patient's spouse stating the nebulizer pari plus lc he just received is defective and the mouthpiece is not working at all, all the air is going in the opposite direction, and his wife cannot breathe in the nebulizer treatment. He has an alternative one she has been using but would like a replacement.